Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the evaluation found a front panel lighting failure due to system failure. Additional evaluation findings are as follows: error "e105" due to failure of the leds light source unit; pump unit failure, causing low air pressure; wires deformed; crack on the front panel; tank socket noted rusty. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that after turning on the device, the front panel lights were blinking. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the lamp lighting error; error code e105. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that error code e105, which is displayed when there is an led disconnection or when short circuit is detected, was produced because the led and led harness were defective. The cause of the defects were not identified. Olympus will continue to monitor field performance for this device.